Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported there was a glooko data discrepancy between the patients controller and glooko report. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had a glooko data discrepancy between their omnipod 5 controller and their glooko report recorded in their glooko account. The patient reports the glooko reports shows a different daily insulin amount then what the controller is reporting. The patient reports the last 2 weeks the patients average insulin was 32.4 but upon changing the date range to 2 weeks prior the amount is 49.2. The patients reported blood glucose level at the time of the call was 250 mg/dl (13.9 mmol/l). 11/3- controller 38.7 glooko report 29.5; 11/2- controller 36.3 glooko report 34.5; 11/1- controller says exclamation mark glooko report 41; 10/31- controller 37.2 glooko 37.7.